Event description:
Patient was revised for unknown reasons.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Left hip revised.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Asr xl acetabular system (right). Update: products, revised hip and system used from (B)(4) spreadsheet dated (B)(6) 2012. Update: amended which hip to be revised, amended products, amended hospital and revision date. Received: (B)(4) 2012. Left side hip to be revised (not right as above). Update 27 july 2015: updated reasons for revision to include pain and femoral neck fracture on resurfacing (beyond 3 months). Added manufacture and expiry dates to cup and head. Updated hospital name. Taken from scf 24 july 2015 and claimsuite update 25 july 2015.